Event description:
--

Manufacturer narrative:
This report will be updated if additional information is received or if the lead is returned for analysis.

Event description:
Boston scientific crm received information from a boston scientific field representative that this atrial lead was replaced after exhibiting increased pacing thresholds and was found to have dislodged. The lead was initially successfully revised, but pulled free when a tug test was performed. The physician speculated that this lead design was not suitable due to the patient's anatomy, and elected to replace it with another manufacturer's lead. There were no adverse patient effects.

Manufacturer narrative:
Our analysis could not confirm the clinical observation of dislodgement. Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Dried body tissue was noted on the end of the helix. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The lead passed the stylet insertion test.